Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the midline leaks fluid from insertion site. This has happened multiple times and has included different practitioners inserting the product. This has required removal of products and insertion of alternative. The above date and number of times is an estimate as it has been occurring over a longer period of time." The patient's current condition is unknown at this time.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the midline leaks fluid from insertion site. This has happened multiple times and has included different practitioners inserting the product. This has required removal of products and insertion of alternative. The above date and number of times is an estimate as it has been occurring over a longer period of time." The patient's current condition is unknown at this time."